Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method in insulin therapy. Customer's blood glucose was 289 mg/dl.